Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that a button on the insulin pump was not working to clear out a battery out limit alarm he received. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The insulin pump was unable to test for currents due to unresponsive buttons. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker.